Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient experienced low blood glucose levels of 36mg/dl with shakiness and confusion. The patient reportedly was woken up by their sensor letting them know they were low. The patient reportedly had this happen two straight nights. The patient was able to drink juice and soda to treat. The reporter reviewed the basal rates and indicated that they are as expected. This report is being made based on the indication that the patient experienced low blood glucose levels while on the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The date the device was returned was (B)(4) 2013.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the black box contains dates from (B)(6) 2013 to (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. The available pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the total daily dose showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.